Manufacturer narrative:
This is the final report. This case involves meter setup training and does not involve a product malfunction. No further investigation is required.

Event description:
Customer requested meter setup training for her freestyle freedom lite meter. Customer reported because of her meter was not set up; she had one episode of seizure in the morning of (B) (6) 2010. However, customer hung up her phone during her conversation with adc customer service and customer did not complete the medical survey. Customer service made multiple attempts to reach the customer to complete the medical survey but without any success. There was no report of death or permanent injury associated with this event.